Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was hospitalized for low blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 15 mg/dl. Customer's current blood glucose levels was 150 mg/dl. Customer's doctor believes significant events leading to the customer's hospitalization may have been due to his kidney not having enough tissue from cancer, or an insulin pump malfunction. Customer stated that he is a kidney transplant patient. Also, recent changes in basal rate settings could have contributed to the customer's recent high blood glucose levels of 375 mg/dl. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issues could not be determined. Product is not being replaced.